Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope. It was noted that the right ventricular (rv) lead was undersensing during a ventricular fibrillation (vf) episode. The lead is still in use. No further patient complications have been reported as a result of this event.